Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image occurred due to failure of the printed-circuit board (qb board). The cause of the faulty qb board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a faulty printed circuit board. Additionally, the video input and power switch bracket were found to be damaged and the screen was scratched. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the high definition lcd monitor was intermittently producing images. Customer noted a temporary blackout, a noisy image, and a continuous flickering on the screen. This occurred during preparation for use. There was no report of patient harm.